Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The lesion being treated was located in the calcified and severely tortuous left anterior descending artery. The physician implanted a promus element plus stent in the target lesion then advanced another promus element plus stent, however, it was unable to cross the lesion. Then the physician used a non-bsc guide catheter extension to re-advance, the promus element plus stent. However, it was still unable to cross and dislodged from the delivery system but remained inside the guide catheter. The stent was successfully removed and the procedure was ended. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).